Manufacturer narrative:
The initial MDR 1226181-2015-00597 was filed on october 23, 2015. Additional information (11/10/2015): a siemens headquarter support center (hsc) specialist evaluated the instrument data. There was no indication of reagent delivery issues, reagent or sample probe foaming issues. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc collected log files and evaluated quality controls, which had been in range on the day of the event. The cause of the discordant, falsely low ecrea is unknown as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic creatinine (ecrea) result was obtained on one patient sample on the dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on two alternate dimension vista instrument and on the original instrument, all resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea result.